Event description:
It was reported that the scale markings on 5 bd luer-lok¿ tip syringes with the bd precisionglide¿ needle were difficult to see. The following information was provided by the initial reporter: "it is difficult to visualize the marker".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 30-sep-2022. Investigation summary: two samples with open packaging and three samples without open packaging were received by our quality team for evaluation. From the returned syringes were observed to be damaged and printing rub off on the barrel surface was observed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The team has investigated different sections of the machine. There is a leak testing station at the assembly machine to check if the stopper is assembled properly. Also, if there is any damaged or crack on the barrel surface, the part will be rejected. Therefore, the potential area which could lead to the reported defect might be at the needle assembly station. The probable root cause could be due to the cam follower bearing at the needle assembly station being creased. Worn out bearings force wear and tear on the internal surface of the driver, causing the damaged syringe. Checking the condition of the cam and follower bearing at the needle assembly station, changing and replacing if required has been into the yearly preventative maintenance after the reported batch was produced.

Event description:
It was reported that the scale markings on 5 bd luer-lok¿ tip syringes with the bd precisionglide¿ needle were difficult to see. The following information was provided by the initial reporter: "it is difficult to visualize the marker"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. Initial reporter phone#: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.